Manufacturer narrative:
Upon further review, it was determined that this is not a reportable event. No patient harm was caused by the malfunction. Following a review of complaint history, the malfunction has not resulted in patient harm in the past.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the bone filler mixture did not set during preparation. When mixed, the proportion of the two components did not seem adequate as there was not enough liquid. The product was not used. It was reported that no further information was available.